Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported blood glucose level of 39 mg/dl resulting in seizure and hospitalization. The user was treated with glucagon, insulin therapy, and IV fluids and remained hospitalized from (B)(6) 2026 through (B)(6) 2026. The user recovered and resumed ilet therapy upon discharge.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported seizure, administration of rescue glucagon, ems response, and hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirmed prolonged and recurrent hypoglycemia on the reported event date with appropriate low glucose alerts, insulin reduction, and suspension of insulin delivery. Device data also showed intermittent cgm communication interruptions, sensor-related alerts, low insulin conditions, and eventual bg run suspension; however, these occurred after the reported hypoglycemic event and do not explain the initial low glucose episode. Based on the available information, no device malfunction was identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.